Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 19-dec-2013 who had essure (fallopian tube occlusion insert) inserted and experienced extremely awful bleeding, pain, depression, hair loss, weight gain, extreme tiredness, acne, and no longer can have sexual desire. No information given on consumer's history, past drugs and concurrent conditions. It is not reported whether the consumer received any concomitant medication. On an unspecified date the consumer had essure (fallopian tube occlusion insert) inserted at unk. It was not reported whether essure was used previously. Consumer stated that currently she is experiencing extremely awful bleeding and pain, along with depression, hair loss, weight gain, extreme tiredness, acne, and she no longer can have a sexual desire. She stated that she cannot lead a normal life and cannot afford to get essure removed. Reporter causality: the relationship between extremely awful bleeding, pain, depression, hair loss, weight gain, extreme tiredness, acne, and no longer can have sexual desire and essure is not reported. Follow-up information received on 27-may-2016. A legal claim was received. Case is now incident. On or about (B)(6) 2012, plaintiff underwent the essure procedure. Shortly after receiving the essure device, she had a hysterosalpingogram hsg test that confirmed full occlusion. Shortly after receiving the essure device, she began experiencing abnormal bleeding, severe lower back pain, pain during intercourse, migraines, bacterial infections, fatigue, nausea, hot flashes, and other symptoms of pain. On or about (B)(6) 2014, due to the pain caused by essure, she underwent a total hysterectomy. Follow up 16-jun-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain (seen as pelvic pain) and extremely awful bleeding (seen as genital bleeding). She underwent a total hysterectomy due to the pain caused by essure. These events were considered serious and listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. In this case, no alternative explanation was provided. Based on their nature, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis stated, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs